Event description:
Reference number (B)(4). Event occured in united states. It was reported that the patient experienced an infusion set issue on (B)(6) 2026, as the customer stated that part of the infusion set tubing is bent. The blood glucose level was high and the patient was treated with correction injection via mdi (multiple daily injections). No further information is available.